Manufacturer narrative:
Additional information received: it was confirmed that the procedure carried out a month after the index procedure was not due to a failure of a pre-existing device, it was completed for further exclusion of dissection via stenting of the visceral segment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received 22nd nov 2023: core lab review of CT imaging from 24 and 38 months post index procedure did not observe an endoleak, fracture, stent ring enlargement or stent ring migration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was reported that when the endurant stent graft system was implanted, it was not to treat the false lumen perfusion seen on angiogram 3 days previously. The notable abdominal aortic aneurysm was seen during the index procedure when the valiant navion stent was implanted. It was not specified which stent graft the endoleak was noted on and no cause of the endoleak was given in the physicians notes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft vnmc3434c182tu was implanted during the endovascular treatment of a thoracic aortic dissection/aneurysm. A left carotid to lsca bypass was performed and the valiant stent graft was implanted covering the lsca to mid-descending thoracic aorta. 3 days later an endurant bifurcate (v29912843) and limbs (v29900390 & v29867319) were implanted to treat an infra-renal abdominal aortic aneurysm. One month post the index procedure, an additional valiant navion stent graft (v08172862), an endurant bifurcate (v29874643) and endurant limb (v29557299) were implanted during a debranching procedure of the upper abdominal aorta. A unitary stent graft with individual stenting of the celiac, (sma), and right and left renal arteries was also performed. It was reported during the index procedure, a post-procedure angiography revealed some retrograde flow into false lumen from the distal portion of graft. Approximately 2 years post the index procedure, follow up CT showed patent grafts in the thoracic & abdominal aortas but did note ''persistent minimal opacification of the native aneurysm sac at and below the level of the junction of the descending aorta stent graft and debranching limbs'' concluded as a persistent small endoleak. A subsequent CT taken approximately 3 years post the index procedure also revealed the presence of the persistent small endoleak. The subtype of endoleak was not specified by the physician.  Per the physician the cause of the endoleak is undetermined. No additional clinical sequalae were provided and the patient will be m onitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.